Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, getting sick, and concern with product.

Event description:
Patient reported left side ¿rupture, getting sick, and concern with product" device has been explanted.